Event description:
A center received 3 units back from a 'consignment stock' as part of a standard stock return. When performing the standard qc checks on the products the qc inspector discovered that labels on the pouches inside the boxes did not match what was printed on the box labels.